Event description:
Additional information received reported that there was no resistance experienced during delivery or resheathing, and there wasno damage observed to the pipeline or microcatheter after removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter was placed in the middle cerebral artery (mca) m1 segment. The pipeline device was delivered, but the distal and middle ends failed to open during deployment. It was noted more than 50% of the pipeline was deployed when it failed to open, the pipeline was not positioned in a bend, resheathing was performed three times without success, and no additional steps or devices were used in an attempt to open the stent. The devices were removed and replacement devices were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right, cavernous segment of the internal carotid artery (ica) with a max diameter of 6 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was 120. Ancillary devices include a radiofocus 8fr sheath, neuron max 0.088 guidecatheter, synchro 0.014 guidewire, navien 0.058 catheter, phenom 27 microcatheter.

Manufacturer narrative:
Product analysis findings: the pipeline flex w/ shield braid (model: ped2-475-20, lot: a652769) were returned for analysis. The microcatheter used in the event was not returned for analysis. The entire braid length was found fully opened. One end was found severely damaged and frayed. The middle braid was found undamaged, and the other braid end was found slightly frayed. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure incomplete open distal (flex)¿ and ¿failure/incomplete to open at middle section (hourglass shape)¿ was not confirmed as the returned braid was found fully opened and the cause could not be determined. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. Customer reported pipeline was not positioned in a bend, devices were prepared as per instruction per use, and patient vessel tortuosity was minimal. The braid end was found dam aged, potentially contributing towards the incomplete open. Possible causes of failure are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported resheathing was performed three times. As the pipeline flex w/ shield pusher microcatheter was not returned for analysis, any contribution of the pipeline flex w/ shield pusher and catheter towards the event could not be determined. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.